Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274vrc implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Event description:
It was reported that there was an alert for the right ventricular (rv) lead superior vena cava (svc) coil impedance being greater than 200 ohms. The rv lead trend data showed there was an abrupt increase from 50 ohms to greater than 200 ohms. It was noted that the rv defibrillation coil impedance was within a normal range and stable. The svc coil and alert were reprogrammed off and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range with max svc defibrillation impedance rises from an approx. Baseline of 50ohm to greater than 250 ohm the week ending (B)(4) 2013. Analysis of the device memory indicated a lead impedance out of range alert with an out of tolerance sub-threshold lead impedance alert was recorded on (B)(4) 2013. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.